Manufacturer narrative:
Device received with intermittent button response due to flattened (escape, up and act ) button dome switch (no crease) and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery alarm or verify motor error alarm and a21 alarm due to buttons not responding. Device received with cracked lcd window and minor scratched lcd window. The p-cap locks into the reservoir compartment properly noted. Motor passed motor test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error and button error. The customer's blood glucose level was unknown. The customer reported that they had to press the buttons twice during rewind process, the insulin pump sounds were louder was getting error codes and had to reset all settings and had random no delivery alarms. The insulin pump will not be returned for analysis.